Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.